Manufacturer narrative:
Reliability analysis evaluated seven opened/used reservoirs. Performed pre-fill reservoir test and no air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoirs connected and locked in place properly. No air bubbles anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly on the reservoir. The customer's blood glucose reading was unknown. The customer stated that she had air in the reservoirs for the past few months and she was not able to get it out. The reservoir was returned for analysis.